Manufacturer narrative:
Concomitant product: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Additional information later reported no segments were left in the intrathecal space. The patient post-revision was indicated as &#49423;ing well&#56205;

Event description:
Increased residual volume at refills was reported. The expected volume was 7.6ml and the actual was 12.4ml. On (B)(6) the expected was 3.2 and 10.2 aspirated, on (B)(6) the expected 2.9 and aspirated 8.6. A dye study was scheduled for the day of the report. The patient experienced increased pain but no other symptoms reported. The patient status at the time of the report was indicated as alive no injury. The pump was used to deliver morphine. Additional information later reported the results of the dye study showed the catheter was no longer in the intrathecal space. The issue was the catheter slipped out of the intrathecal space, migration. The distal end was out of the intrathecal space. The patient was scheduled for a catheter revision (B)(6) 2014.